Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome with preloaded hydrajag guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during two attempts at backloading two different ercp catheters (subject hydratome and an extractor balloon respectively) onto the hydrajag guidewire supplied with the hydratome, resistance was experienced and the guidewire would not advance beyond the distal tip of the catheters. A second attempt at backloading the subject hydratome onto the guidewire was attempted. This time the guidewire exited the distal tip of the hydratome properly. The extractor balloon was then reintroduced into the patient on the same guidewire. Again, the guidewire exited the distal tip of the extractor balloon catheter properly and the procedure was completed successfully. The account reported no visible damage to either of the two catheters or to the guidewire. The procedure was completed successfully with subject hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; the working length of the subject hydratome was found to be twisted and bent.

Manufacturer narrative:
A visual examination of the hydratome revealed that the working length of the tome device was twisted and bent. A visual inspection of the hydrajag guidewire shows no anomalies. The outer diameter of the wire was measured and meets specification. The loaded hydrajag guidewire was separated from the tome device. A functional evaluation of the guidewire - device compatibility was performed by inserting the 0.035" jag guidewire through the guidewire port and advancing it through the lumen and found that it was difficult to advance the guidewire through the device due to the bent and twisted working length. A second functional evaluation found that the 0.035" guidewire could be backloaded through the tip and found that it was difficult to advance the guidewire due to resistance from the bent/twisted working length. From the product analysis, the difficulty advancing guidewire was noted throughout the working length and not specifically at the distal tip. The condition of the returned unit was consistent with the customer complaint that it was difficult to advance the 0.035" hydrajag guidewire through the hydratome device. However, based on the investigations results of kinked and bent working length, the device is otherwise damaged beyond what was originally reported. Since the devices are 100% inspected during manufacturing for working length/ guidewire channel integrity and compatibility with a 0.035" guidewire, the twisted and bent working length is likely due to customer usage/ handling therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.